Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding / dysfunctional uterine bleeding / irregular bleeding described as heavy, prolonged periods lasting up to two or three weeks") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia (during procedure). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/abdominal cramping"), dyspareunia ("painful intercourse"), weight decreased ("weight loss"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding") and menstruation irregular ("irregular menstrual periods"). The patient was treated with progesterone and surgery (underwent a hysteroscopy, d&c and endometrial ablation with essure removal on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the uterine haemorrhage, pelvic pain, abdominal pain, dyspareunia, weight decreased, fatigue, vaginal haemorrhage and menstruation irregular outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, menstruation irregular, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure device has been removed (B)(6) 2011, she underwent an ultrasonography to evaluate her abnormal intrauterine bleeding. It did not reveal any abnormalities. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events including abnormal uterine bleeding / dysfunctional uterine bleeding / irregular bleeding described as heavy, prolonged periods lasting up to two or three weeks, seen as uterine hemorrhage. The plaintiff had an intervention required. Plaintiff underwent a hysteroscopy, d&c and endometrial ablation with essure removal on (B)(6) 2012. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within women under essure use. In this case, no alternative explanation is available. This case was classified as incident due to the reported surgical intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding / dysfunctional uterine bleeding / irregular bleeding described as heavy, prolonged periods lasting up to two or three weeks") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia (during procedure). On an unknown date, the patient had essure inserted. In (B)(6) 2011, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/abdominal cramping"), dyspareunia ("painful intercourse"), weight decreased ("weight loss"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding") and menstruation irregular ("irregular menstrual periods"). The patient was treated with progesterone and surgery (underwent a hysteroscopy, d&c and endometrial ablation with essure removal on (B)(6) 2012). Essure was removed. At the time of the report, the uterine haemorrhage, pelvic pain, abdominal pain, dyspareunia, weight decreased, fatigue, vaginal haemorrhage and menstruation irregular outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, menstruation irregular, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure device has been removed. On (B)(6) 2011, she underwent an ultrasonography to evaluate her abnormal intrauterine bleeding. It did not reveal any abnormalities. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events including abnormal uterine bleeding / dysfunctional uterine bleeding / irregular bleeding described as heavy, prolonged periods lasting up to two or three weeks, seen as uterine haemorrhage. The plaintiff had an intervention required. Plaintiff underwent a hysteroscopy, d&c and endometrial ablation with essure removal on (B)(6) 2012. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within women under essure use. In this case, no alternative explanation is available. This case was classified as incident due to the reported surgical intervention. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.